Event description:
It was reported the patient could only feel stimulation while lying down. X-rays were taken which did not show a change in placement for the lead since implant. The sjm rep increased the amplitude, however, the patient could not feel the stimulation in other positions. The physician planned for biofeedback therapy and add'l reprogramming; the patient was asked to keep a log regarding the stimulation issue.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.